Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed all tests in service mode and the unit showed no changes in adjustments. The unit cycled for 2 hours and showed no abnormality in its operation. The unit was released for use.

Event description:
N/a

Event description:
It was reported that during a clinical engineering routine verification, the cs100 intra-aortic balloon pump (iabp) unit had an internal leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.